Event description:
Patient called for medical information and additionally reported adverse events. The patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung". Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. On (B)(6) 2006, the patient was admitted to the hospital with recurrent chest pain. The patient had a stress test done which was markedly abnormal with evidence of ischemia in the anterior wall. A left heart catheterization with selective coronary angiography was performed. There was arterial haziness with about 70-80% lesion. The remainder of the lad artery had luminal irregularities including a patent stent in the mid-lad. ¿it is possible that the patient has had a plaque rupture since then. I have reviewed the cath films from the prior intervention and at that time the haziness was not evident in the ostium of the lad.¿ a CABG evaluation was recommended at the time. The physician stopped the plavix and stated ¿hopefully in the next 24 to 48 hours, the patient should get a bypass done.¿ according to the patient, the stent was ¿blocked¿ and a bypass needed to be performed. In (B)(6) 2006, a 2-d echocardiogram, showed an ef of 50-55%. She had doppler evidence of impaired relaxation. She also had trace mitral, tricuspid, and aortic insufficiency. She subsequently underwent a coronary artery bypass surgery.

Manufacturer narrative:
This is one of three regulatory reports associated with the patient and are associated manufacturer report numbers: 3003742446-2015-00036, 3003742446-2015-00037, and 3003742446-2015-00038. This is the initial and final combination report for this complaint. The lot number provided by the patient is not a valid lot number (ao704640). Attempts were made without success to acquire the correct lot number of the complaint device. Concomitant medications: coperante (to make sleep) - 50mg every night before bed, aspirin 81 mg every day, caodaine (skin reaction) 1000 mg, vefone (skin reaction) 0.5 mg, valsartan (high blood pressure and heart failure) 160mg daily, potassium (to be taken with bumetanide), bumetanide (high blood pressure; diuretic) 1mg/once day; atenolol (high blood pressure) 20 mg/qd, clonidine (high blood pressure) 1 mg/twice daily, albadolan (nose problem; allergies), b12 (deficiency)- once a month,tuedeadeame 100mg bipolar; xanax 0.5mg tid, depakote 250 mg qd, coreg 6.25 mg bid, seroquel, diovan 160/12.5 mg qd, sublingual nitroglycerin, prilosec, vytorin 10/80mg qd. Complaint conclusion: patient called for medical information and additionally reported adverse events. The (B)(6) female patient had presented with unstable angina and non-st elevation myocardial infarction (mi). Patient went to a walk-in clinic for the pain in stomach and was told she may be having a heart attack, she declined an ambulance and walked across the street to the ER. A left heart catheterization was performed on (B)(6) 2006 with selective coronary angiography and percutaneous coronary intervention with balloon and stenting. The lv gram showed an ef of 50 to 55%. There was evidence of anterolateral hypokinesis. The proximal section of the left anterior descending (lad) artery showed a 90% stenotic lesion. The right coronary artery had moderate diffuse atherosclerosis. The proximal right rca had up to a 40% lesion. A decision was made to stent the proximal lad lesion with a 3.0x18mm cypher stent. The lesion was pre-dilated and the stent was deployed to 15 atmospheres. Post-procedural luminal stenosis was 0%. There was no edge dissection and there was no loss of side branches. There was no perforation. According to the patient, the cypher was implanted due to a heart attack presenting with pain in stomach and also reported during stent implantation, patient also had lung taken out when fixing heart described as "squish the lung". Patient reported postoperative hypercapnia, and bleeding 2 pints in hospital. On (B)(6) 2006, the patient was admitted to the hospital with recurrent chest pain. The patient had a stress test done which was markedly abnormal with evidence of ischemia in the anterior wall. A left heart catheterization with selective coronary angiography was performed. There was arterial haziness with about 70-80% lesion. The remainder of the lad artery had luminal irregularities including a patent stent in the mid-lad. ¿it is possible that the patient has had a plaque rupture since then. I have reviewed the cath films from the prior intervention and at that time the haziness was not evident in the ostium of the lad.¿ a CABG evaluation was recommended at the time. The physician stopped the plavix and stated ¿hopefully in the next 24 to 48 hours, the patient should get a bypass done.¿ according to the patient, the stent was ¿blocked¿ and a bypass needed to be performed. In (B)(6) 2006, a 2-d echocardiogram, showed an ef of 50-55%. She had doppler evidence of impaired relaxation. She also had trace mitral, tricuspid, and aortic insufficiency. She subsequently underwent a coronary artery bypass surgery. The patient has a medical history of smoking, coronary artery disease and congestive heart failure, unstable angina, and post-recent non-st elevation mi. The product was not returned for analysis as the device remains implanted. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Review of the information provided suggests that there are possible patient factors, vessel/lesion characteristics, and procedural factors that may have contributed to this event. No corrective actions will be taken because there are no indications that the reported event is related to the manufacturing process.